Event description:
Customer reported a past high blood glucose (bg) event with the highest level displayed as "high," but the specific value was unknown. To resolve the high bg, the customer administered a correction bolus via their pump and then used multiple daily injections (mdi). Technical support enabled follow-up assistance due to frequent high bg occurrences.